Event description:
It is reported that the device was implanted in 2007 and revised in 2009, due to loosening of the stem. The surgeon claims that the wear of the poly liner also led to osteolysis of the femur.

Manufacturer narrative:
Eval summary: stem loosening could be due to (but not limited to) one or more of the following: osteolysis, poor initial stability, femur fracture, fiber metal detachment, and stem subsidence. Osteolysis could result from polyethylene particles due to (but not limited to) one or more of the following: post/thread contact, micromotion between the shell and liner, liner oxidation, third body inclusion, and pt activity. Based on the available info a definitive cause can not be determined. Eval: device history records indicate all components were mfg and inspected to spec for the trilogy liner. Review of the device history records for the mayo stem was also not possible as the product was not returned for eval.